Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and the slda in this complaint appears to be related to the patient morphology/pathology (mixed challenging anatomy due to annular dilation). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet, requiring another clip to stabilize it. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtr mitraclip was implanted at a2p2 and although visualization was difficult due to the anatomy, an ntr clip implanted lateral with adequate mr reduction. Post deployment, it was noted the ntr clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). Another clip was implanted to stabilize the slda clip, reducing mr to 1-2. An additional clip was implanted in the tricuspid valve to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects.